Event description:
On (B) (6) 2008, a clinical incident involving a magnum 2 was reported to arthrocare corp. It was reported that during a rotator cuff repair, one of the three implants would not release from the inserter. Of the three implants, two of the implants deployed without incident and held tight in the bone. The third implant was inserted by a resident surgeon with oversight by the primary surgeon. The resident had difficulty removing the inserter from the implant. Force was applied which caused the implant to break through the cortical surface of the humeral head. In order to finalize the repair, the primary surgeon drilled a new hole adjacent to the previous hole, and inserted a new magnum2. The surgery was completed without further complications and the pt is doing fine postoperatively.

Manufacturer narrative:
The arthrocare sales rep was present for the surgery and believes that the resident may not have fully pulled the inserter handle the required three pulls in order to disengage the implant from the inserter. Additionally, the resident may have applied too much force on the implant to attempt to disengage the inserter, and upon applying additional force the implant came out of the bone breaking the cortical surface of the bone. Date of event was not given. An approximate date of event was provided. Device was implanted. Date of implantation was not given. The device was not returned for evaluation. (B) (4). (B) (4).